Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of blebitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A patient with an implanted xen 45 gel stent in an unknown eye developed blebitis.